Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown. 42517000303 - tibial articular surface provisional left size cd ¿ 62821155; 42517000505 - tibial articular surface provisional left size ef ¿ 63683230; 42517000707 - tibial articular surface provisional left size gh - 63523157. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01680, 0001822565 - 2019 - 01681, 0001822565 - 2019 - 01685.

Event description:
It was reported that the instrument fractured at an unknown time. No known adverse event was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that the returned tasp exhibits signs of repeated use and an anterior section of the post feature has fractured off. Not all pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and the extended field life of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.